Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the time on the insulin pump changes around 4 minutes every 2 weeks. Customer's blood glucose level was 7.4 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Power management tool shows the backup battery loaded voltage and unloaded voltage are within the specification range. The insulin pump was received with normal operating currents. No unexpected low battery alarm during testing. The insulin pump was programmed with the current time and date and monitored for 16 days. No unexpected time gain noted during monitoring period. No time clock anomaly noted. The insulin pump was programmed with a test guardian 2 link sensor and the glucose sensor simulator, the insulin pump communicated properly with glucose sensor simulator and display the calibrate now message properly after completion of the warm up. The insulin pump calibrated and displayed the programmed value properly on the display graph. No unexpected sensor errors, alarms, or rf signal interference occurred during our testing. The insulin pump had scratched case, serial number label faded, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.